Event description:
The hospital reported, that during the endoscopic vein harvesting procedure, it was noticed that the device activated without the trigger was pulled. The device was disconnected, and the device jaws were cleaned. The procedure was completed with the same device after the power supply was switched out. The hospital did not report any patient complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.